Event description:
Patient has hospitalized twice and treated once at home for hypoglycemia. Patient was wearing suspect device at the time. No further information was available at the time of this report.